Event description:
It was reported that after an uneventful ion endoluminal lung biopsy procedure, the patient subsequently expired several hours after the procedure. In the post-anesthesia care unit, a tension pneumothorax was diagnosed when the patient became unstable with no breath sounds heard from the right lung. A chest tube was placed. The physician stated that the tension pneumothorax was not related to the ion procedure but due to the lesion's location and the patient's condition. The physician believed that the outcome was not device-related, and there was no device malfunction associated with the event.

Manufacturer narrative:
The physician reported that the adverse event and patient outcome were not device-related and would have likely occurred via another modality due to the location of the lesion and patient condition. A review of the site's system logs found that no related system errors occurred during the procedure that were relevant to the reported event. Device history record (DHR) review for the device(s) involved used during the procedure found no non-conformances were identified to be related to the event. A review of the event performed by an intuitive medical safety officer (mso) concluded that a patient with copd, prior breast cancer, described as ¿frail¿ underwent an ion lung biopsy for a right upper lobe cavitary nodule. The biopsy was completed without issue. Post procedure a right chest tube was placed for hemodynamic instability and no breath sounds on the right on exam. Confirmation of a pneumothorax via imaging was not reported. Post chest tube placement cxr confirmed correct chest tube placement. Shortly after, the patient suffered a cardiac arrest with return of spontaneous circulation after 2 rounds of CPR. The patient was intubated and transferred to the ICU but then extubated within an hour of transfer. Several hours later the patient suffered another cardiac arrest. Efforts at resuscitation were unsuccessful and the patient died. Based on the available data the cause of death is unclear as the suspected pneumothorax was treated with a chest tube. Pneumothorax rarely leads to death when treated. However, it is notable that a pneumothorax was suspected but not confirmed with imaging prior to chest tube placement and it is possible that the underlying cause of death was something other than pneumothorax. It is also infrequent for a patient to be liberated from mechanical ventilatory support so quickly after a cardiac arrest which may have contributed to the second arrest and death. Regardless the etiology of the initial decompensation and subsequent events, based on the available information the reported adverse event was likely procedure related and not device related. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Pneumothorax is a known complication of bronchoscopy and biopsy. The prospective multicenter registry study of 581 bronchoscopic biopsies of peripheral lung lesions reported 10 pneumothoraces reflecting a rate of 1.7%. The prospective multicenter international study of navigational bronchoscopy in 1,215 subjects reported a total pneumothorax rate of 4.3% and a rate of 2.9% requiring hospitalization or intervention. The recent meta-analysis of navigational bronchoscopy in 10,381 patients reported a pneumothorax rate of 2.5%. The subsequent case series of ion robotic assisted bronchoscopies including 415 cases reported a pneumothorax rate of 3.1% with a total of 7 (1.7%) patients requiring a chest tube. --facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). --ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. --folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. --kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. --brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.